Event description:
See maude event report (B)(4) included with FDA letter dated (B)(6) 2012.

Manufacturer narrative:
The product (i.e. Device) was leak tested by MFR prior to being released for shipment using the industry standard (iso 63676:2000 annex d). Request was made to return to MFR one unopened case of product (B)(4) (10 pieces) as well as the alleged defective sample tested and referred to in maude event report ((B)(4)). Only the one case of unopened product was returned to MFR (lot # 90815). All 10 pieces were leak tested during the above iso standard and found to meet the standard. Additionally, all 10 pieces were found free of any defects or abnormalities. (B)(6) letter dated (B)(6) 2012. Inasmuch as the actual sample "screened" by the hospital as described in maude event report (B)(4), and forming the basis of the "headache" complaint, was not returned to MFR for eval (despite repeated requests), the root cause of the "headache" complained of in (B)(4) cannot be determined or attributed to any malfunctioning or defective product. Upon info and belief, the hospital has continued to order and use the product ((B)(4)) subsequent to filing of the maude event report. It is noted that the maude event report (B)(4) does not state that the sample "screened" was the direct cause of the complained of "headache," merely that there was a 'headache" by an unidentified individual and that a product sample was "screened". It also is noted that lot's cited in the maude report are different than those alleged by the hospital's rep, (B)(6), as requiring eval.